Event description:
Advocate alleged her daughter's contour next link was not storing test results when readings were over 600mg/dl. No adverse event alleged. Advocate was advised to return the meter for investigation. A new meter was sent to the customer.